Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The de novo target lesion was located distally below the knee. There was mild vessel tortuosity and moderate calcification at the target lesion. The angiographic data for target lesion 1 showed the reference vessel diameter was 3mm, the lesion length was 10mm, pre-procedure 90% stenosis and post-procedure 0% stenosis. The lesion morphology showed a highly calcified lesion with concentric stenosis. The one-month patient follow up data was not provided. The three month patient follow up in (B) (6) 2006 states that the target lesion remained patent following the procedure. The patient did experience an adverse event since the pcb procedure of amputation (date not provided). No additional data was provided. The six-month patient follow up data was not provided. The patient twelve-month follow up in (B) (6) 2006 states that the target lesion remained patent following the procedure. There was cicatrisation (scarring as a part of the wound healing). There was no adverse event or medical intervention.